Event description:
During a follow-up the physician found no sensing and high stimulation threshold. X-ray image confirmed lead dislodgment. The lead was repositioned. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.